Event description:
A medtronic representative reported that, while in a l3-s1 fusion spine procedure with iliac screws, the surgeon alleged an inaccuracy. The percutaneous spine reference frame was placed in the iliac crest and two o-arm imaging spins were taken. The first spin contained levels l2-l5 and the second spin was of levels l5-s1. The surgeon stated that the screws placed in the l3-s1 vertebrae were accurate, however, the 2 iliac screws were 5mm-6mm inaccurate medially. The surgeon did not revise the iliac screws. The medtronic representative stated that the reference frame was secure on the percutaneous pin and did not move during the procedure. Using the navlock taps and drivers, the navlock tracker did not interfere with the tracking of the reference frame as they were on different planes during the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correct serial number now provided. Manufacture date now provided.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported the surgeon was using a combination of powerease and a surgical technique of under tapping the screw holes in the ilium. The iliac tap and the solera 4.74 driver were used in the case. Upon further investigation by the medtronic representative, it was discovered that the issue (malfunction) was a result of the left tracker on the o-arm 1000 imaging system being out of calibration, causing the inaccuracy. After re-calibrating the left tracker the accuracy was checked and confirmed to be good. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed.